Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A physical sample was not received for the investigation, but photos were provided. The photos were reviewed, and the reported condition was confirmed. However, without a physical sample we are unable to perform a thorough follow up investigation to include functional and visual evaluations to determine the root cause(s) of the reported condition or implement any corrective action(s). If a sample should be returned at a later date this complaint will be reopened and the investigation updated to reflect our findings. A quality alert has been issued to the manufacturing line to make employees aware of this complaint. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the sets are introducing air into the line. Because the air is coming in after the pump, it is not being detected so the patient is getting the air all through the day as he is fed. Because he wears the pump in a vest on his chest, they can't easily see when air is being introduced so he could be getting quite a lot over the twenty three hours that he is on feed every day.